Event description:
It was reported that the heartstart mrx defibrillator could not acquire ibp/temp. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.